Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study name: (B)(6). It was reported that patient experienced right-sided sciatica pain for 3 days prior to admission, with symptoms worsening on walking and motion degradation. Update received: no ae reported by the site. Update received: it was reported that an additional (revision) posterior spinal fusion surgery was carried out at l2, l3, l4, l5, s1 on (B)(6) 2025 for the management of severe recurrent right leg pain associated with recurrent symptoms following prior spinal surgery. Update received: it was reported that a patient experienced recurrent symptoms of severe right leg pain. The severe right leg pain resulted in an additional spinal surgery performed. Investigator assessment: not related to the study procedure or study device. Sponsor assessment: not related to the study procedure but possible related to the device. Cec assessment: not available. Medical intervention: an additional spinal surgery was carried out on (B)(6) 2025 outcome: recovering/resolving.

Manufacturer narrative:
B3: event date is unknown. D1, d4: product identifiers are unknown. G4: 510(k)# is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.